Event description:
Reference MFR. Report number: 3006705815-2019-01384.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report number: 3006705815-2019-01384. It was reported that during the scs trial procedure on (B)(6) 2019, patient complained of itching and pain at dressing site. As such, dressing was changed, and paper tape was removed. When the physician decided to remove the leads on (B)(6) 2019, patient stated he had approximately 2.5 cms. Open area where a blister had opened. (B)(6) cream was applied at the site, patient instructed to apply silvadene cream for 3 times a week for wound care. The wound is reportedly healing better.